Event description:
User facility reported, pelvic pain following a novasure procedure done in 2008. In "2007", the physician reported, he performed a post procedure hysteroscopy in 2008 which revealed "a normal ablation picture". The patient had some pelvic pain/discomfort immediately after the procedure, but was discharged home without issue. The next month, the patient returned with pelvic pain and temperature of 104 degrees and was admitted to the hospital. A computed tomography (CT) scan of the abdomen was negative. The patient was started on intravenous (IV) unasyn (ampicillin sodium and sulbactam sodium). She improved in 24 hours and was discharged home on oral antibiotics with a presumed diagnosis of endometritis. No additional information is available.

Manufacturer narrative:
Device history record (DHR) review could not be conducted as a lot and serial number was not provided by the complainant. The device involved in this event was not returned; therefore, an investigation was unable to be performed.